Event description:
Complainant claims that the middle shaft of the screwdriver head was loose during tighting of the polyaxial screw into the pedicle. Surgeon had to take the polyscrew off. Delay in surgery of 1 1/2 hours.